Event description:
Information received from the (B)(6) clinical database.treatment of a left ruptured internal carotid artery (ica) aneurysm measuring 27mm x 12.1mm. It was reported that one pipeline was implanted in the patient on (B)(6) 2011 and two more pipelines were implanted five days later due to the same aneurysm having a delayed rupture.no other complications were reported with the patient and her condition was resolved on (B)(6) 2012

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model#: fa-77400-16; lot#: not reported; dom: n/a; exp: n/a (implanted on (B)(6) 2011).model#: fa-77400-14; lot#: not reported; dom: n/a; exp: n/a (implanted on (B)(6) 2011).(B)(4).